Event description:
It was reported that a stuck guidewire occurred. During a pulmonary vein isolation (pvi) procedure to treat atrial fibrillation, a farawave catheter was selected for use. After ablation of the left pulmonary veins, while positioning the catheter on the right superior pulmonary vein, the guidewire became stuck at the tip of the catheter. The physician tried pushing forward and pulling off the guidewire, but the issue persisted. No tissue was stuck as the catheter could move without issue. The physician tried retracting the catheter including the guidewire outside the patient, and the observation showed no tissue and that the guidewire was still stuck. Only by force was the guidewire moveable again. Therefore, it was decided to replace the device with another farawave catheter, and the issue was resolved. The procedure was completed. No patient complications were reported. The device is expected to be returned for laboratory analysis.

Manufacturer narrative:
Initial reporter phone number exceeded character limits: (B)(6). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
The farawave was visually inspected for any damage that would have led to the guidewire stuck allegation seen in the field. The catheter was returned with no guidewire inserted into the catheter. However, it was observed that the guidewire was partially unraveled. An attempt was made to withdraw the guidewire through the device, but this attempt was unsuccessful. Dissection revealed that the guidewire was stuck in the middle section of the guidewire lumen due to the damage presented on the guidewire. No damages were observed on the catheter that could have contributed to the reported event. E1: initial reporter phone number exceeded character limits: (B)(6).

Event description:
It was reported that a stuck guidewire occurred. During a pulmonary vein isolation (pvi) procedure to treat atrial fibrillation, a farawave catheter was selected for use. After ablation of the left pulmonary veins, while positioning the catheter on the right superior pulmonary vein, the guidewire became stuck at the tip of the catheter. The physician tried pushing forward and pulling off the guidewire, but the issue persisted. No tissue was stuck as the catheter could move without issue. The physician tried retracting the catheter including the guidewire outside the patient, and the observation showed no tissue and that the guidewire was still stuck. Only by force was the guidewire moveable again. Therefore, it was decided to replace the device with another farawave catheter, and the issue was resolved. The procedure was completed. No patient complications were reported. The device was returned for laboratory analysis.